Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead had dislodged. The pocket was reopened and the lead was successfully repositioned. The patient did not experience any complications following the procedure.